Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer was driving at the time of the incident. The customer was at 208 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. The customer was not disconnected during the prime process. Troubleshooting was completed but did not resolve the issue. The customer was also going high on several occasions despite no change in their diet. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. Device received with a broken off piece at the battery tube threads. Device received with cracked case at the reservoir tube lip, reservoir tube window and reservoir tube window corners. Device received with minor scratched display window and case. Device received with missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).